Manufacturer narrative:
Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data, section h device manufacture date, imdrf annex a, imdrf annex g, imdrf annex b, imdrf annex c and manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary inpatient dialysis door 2 was continuously failing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the door 2 was continuously failing. A field service engineer cleaned and greased all contacts on tower latches and successfully verified access. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower inpatient dialysis door 2 was continuously failing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.